Event description:
It was reported that during implant, the physician was unable to place the lead at a good site. After numerous attempts, the lead was no longer suitable for use. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.